Manufacturer narrative:
The device is return to bd for evaluation the investigation is confirmed for a retraction issue, as the device was returned stuck in the sheath with bunching and buckling noted to the sheath. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8086. Pta balloon dilatation catheter allegedly experienced retraction problem. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patient is 74 years of age, the gender is male, and the weight is 155 kgs.

Manufacturer narrative:
The device is return for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8086. Pta balloon dilatation catheter allegedly experienced retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.